Event description:
Olympus (oaz) was informed that the customer high-definition autoclavable camera head has ¿no picture¿. The customer reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to olympus repair center. The repair evaluation confirmed the customer reported event, only vertical lines (noise) appear on the display. No visible image is produced. The cause of the vertical lines/no visible image is unknown. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured.based on the results of the investigation, it is likely an operation failure of the cable occurred which resulted in the event. However, the specific root cause could not be determined at this time.olympus will continue to monitor field performance for this device.